Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient developed an infection at the incision line. Additional information has been requested.

Manufacturer narrative:
Conclusion: retained samples were evaluated. The primary packs of retained samples were visually inspected and no defects were observed. Sterility tests were performed and all samples were found to be sterile.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.